Manufacturer narrative:
The device is available for evaluation, it has not been received.

Event description:
The event occurred on unknown date in september. The customer reported that 1.0 ml, adaptador universal para sistemas IV con spiros disconnected and leaked vinblastine during infusion. The drug did not come into contact with the patient but the nurse that was attending was exposed. The area was washed per protocol and a spill kit was used. The nurse experienced nausea, vomits, asthenia and diarrhea. This is report 1 of 2.

Manufacturer narrative:
Date returned to mfg: 10/21/2019. Received one used device. The sample was pressure leak tested and the leak was observed at the bond between the male luer and the female luer of the spinning spiros. The bond between the spinning spiros and the small bore was visually inspected, it was observed to have little to no solvent present. The complaint of disconnection and leakage could be confirmed. The probable cause of the no solvent present on the bond of the spiros to the small bore male luer is due to a misassembly during the manual assembly at the manufacturing location. The lot review was performed and there were no issues found.